Event description:
A customer reported receiving low glucose results from an abbott diabetes care (adc) device. The customer received unspecified lower glucose sensor scan results compared to unspecified glucose readings obtained on an unspecified device and it is unknown whether the customer noted a trend arrow on the device. Because of the low glucose readings, the customer started to drink juices and ate. The customer experienced throwing up and loss of consciousness. The customer was unable to self-treat and was admitted to the hospital where a healthcare professional (hcp) meter reading of 1025 mg/dl was obtained. The customer was given medications of the heart and was put in heart monitors. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 3 plus sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation conducted under qr1081093. This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK. If product is returned, no further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.